Event description:
The user reported a leak shortly after starting a blood transfusion. The clinician was unable to specify the location of the leak. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info was available.

Manufacturer narrative:
(B)(4). The sample is heavily contaminated with blood and therefore will not be forwarded for investigation. The lot number was not identified; therefore, lot history record review could not be performed.